Event description:
It was reported that during central processing, the monopolar curved scissors blade was chipped. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument involved with this complaint; however, failure analysis has not completed their investigation.

Manufacturer narrative:
The monopolar curved scissors instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the blades being chipped. For clarification, the blades were not chipped and do not have damage. The instrument was found to have thermal damage on the main tube shaft. No product issue was identified related to the blades being chipped. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.